Event description:
After approximately ten months of successful use of pt's cochlear implant, this pt reported a below to the head around the implant location. The blow resulted in a scalp laceration that subsequently broken down, exposing the device. Due to healing problems, the device had to be explanted in 2004. The pt will be reimplanted in six months.